Event description:
It was reported that when the external battery was inserted into the revel ventilator, it started to smoke from the battery area. The ventilator was not connected to a patient when the reported problem occurred.

Manufacturer narrative:
The manufacturer was unable to duplicate the reported problem that the ventilator started to smoke from the battery area. The ventilator would power on, however, it would stay in communication mode and would not boot up. Bench testing revealed component u300 on the hybrid board had malfunctioned and was damaged due to excessive heat. The hybrid board was replaced to correct the reported problem.

Manufacturer narrative:
The ventilator failure investigation has not been completed.